Event description:
It was reported by the customer that during the PICC catheter placement process, it was found that the catheter and guidewire were too soft to complete the smooth tube delivery, and the catheter withdrawal was also difficult. Abnormal kinks were found after removal, resulting in additional consumption of consumables, and skin expansion caused by accidental extubation of the patient's puncture point.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed the tubing of a powerpicc catheter tied in a knot. A red-colored material was observed on the catheter tubing adjacent to the knot; this material could not be identified from the returned photograph. Use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that during the PICC catheter placement process, it was found that the catheter and guidewire were too soft to complete the smooth tube delivery, and the catheter withdrawal was also difficult. Abnormal kinks were found after removal, resulting in additional consumption of consumables, and skin expansion caused by accidental extubation of the patient's puncture point.